Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Battery status shows used battery capacity of 1566.4 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah.

Event description:
It was reported that a warning displayed on the programmer during device interrogation that "the programmer software has detected a battery calculation error figures and other battery figures are no longer correct. However, the pacemaker remains operational. Please save the pacemaker settings then contact your representative." Device replacement was planned. No patient complications have been reported as a result of this event.